Event description:
In 2001, the patient had right leg surgery to remove varicose veins using an known trivex device. Two days later, while changing the dressing, three blood blisters were found on the ankle, calf and in the popliteal space. The blisters were opened and re-dressed. The patient was told by physician to wear sturdy shoes and walk around in order to counteract some swelling. However, the patient wore slippers because they could not get shoes on and subsequently experienced great pain. Five days later, the dressing was removed and examination of the patient's leg revealed the wound at the ankle had enlarged to 5cm x 4cm in size. The patient had their dressing changed on several more occasions using fibrolan and cutinova cavity dressing. The patient remained an inpatient for 55 days and no improvement had occurred. No other patient information is available.